Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 13 months post implant the vad coordinator reported that the pt had developed hemolysis. The pt was hospitalized and upgraded to 1a status on the heart transplant list. His lactate dehydrogenase (ldh) was 1358, plasma free hemoglobin (pfhgb) was 24, and his haptoglobin was less than 10. The pt also reportedly experienced bouts of nausea and vomiting during his admission. The pt underwent a heart transplant procedure.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.